Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 18-oct-2024. Investigation summary: this complaint is for high mic vancomycin (va) with staphylococcus aureus when using phoenix panel pmic/ID-106 (catalog number 448606) batch number 4121401. The customer returned panels, isolates and phoenix generated lab reports for the investigation. The phoenix generated lab reports show high mic va results with s. Aureus when using complaint batch (B)(4). To investigate, retention panels and customer returned panels from the complaint batch were tested using customer returned isolates s. Aureus 71485, s. Aureus 79383 and s. Aureus 79395 on a phoenix m50 machine and evaluated for va mic results. Additionally, control panels from the same material but different batch were tested using customer returned isolates s. Aureus 71485, s. Aureus 79383 and s. Aureus 79395 on a phoenix m50 machine and evaluated for va mic results. All panels returned expected va mic results; therefore, this complaint is unconfirmed. The batch history records were satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-106 a patient isolate (s. Aureus) from a nasal specimen had a high mic for the drug vancomycin. No health impact or consequence reported. Report 2 of 2.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-106 a patient isolate (s. Aureus) from a nasal specimen had a high mic for the drug vancomycin. No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050555, k051689, k053241, k060214, k060217, k060218, k060218, k060493, k082538, k082852, k082913, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.